Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they were bowing the tome, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.